Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarms during rewind due to encoder signal out of phase noted. Unable to perform functional testing due to constant motor error alarms. No unexpected e70 alarms noted during testing or in the alarm history screen. The inulin pump also has intermittent button response due to connector on the lcd board was unlocked; no damage to keypad traces noted during our visual inspection. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
It was reported that the customer received a motor error and a motor position encoder error alarm. She noticed a greater than normal resistance when trying to push the buttons on the insulin pump. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.